Manufacturer narrative:
Upon follow-up, it was reported that the patient was hospitalized for the peritonitis event. The cause of the peritonitis is unknown. The patient was also treated with amikacin (0.5 ml per bag, intraperitoneal, discontinued) for peritonitis. On an unknown date, all antibiotic treatment was discontinued and the patient was discharged from the hospital. On an unknown date, the patient recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The patient was treated with ceftazidime injection (1gm, per day), vancomycin injection (2gm, every 5th day) and heparin injection (1/2 ml, per bag) for peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.